Manufacturer narrative:
Hill-rom technical support suggested isolating each side rail. Per the hill-rom user manual annual preventative maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features including but not limited to: electrical cords and components. Controls or cabling entanglement of bed mechanisms in side rails. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011. It is unknown if the facility performed any other preventative maintenance on this bed. The account will change the entire side rail to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating bed will self run down. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).